Event description:
Physio-control is investigating reports of failures of the user-interface to stack, flex assembly, designator, w18. A failure of the flex assembly could result in a failure of the device to turn on properly.

Manufacturer narrative:
Physio-control is continuing to investigate the reported problem. Physio-control will submit a supplemental report on this event.